Manufacturer narrative:
The astral device was returned to resmed (B)(4) technical service center and an evaluation was performed. The returned device evaluation determined that the reported issue was due a disconnected thermistor cable. The thermistor cable was re-assembled to address this issue. The device was cleaned, serviced, calibrated and tested then returned to the customer. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an "error system 116" message indicating an invalid ambient temperature. This resulted in an alarm which notified the caregiver of the error message. There was no patient injury reported as a result of this incident.